Manufacturer narrative:
(B)(4). Batch # l9183x. Investigation summary: the device was received the jaws damaged at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clamp could not close as usual. Changed to a new device to complete the procedure. There was no report on patient injury.